Event description:
It was reported that a half day infusor leaked from an unspecified location. This was found before patient use. The device was filled with desferrioxamine (baxter compounded solution). There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4): the lot was manufactured from february 17, 2014 to february 19, 2014.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.